Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shutdown off unexpectedly and a continuous glucose monitor error 42 was received. The pump was reset to address cgm error. Customer charged battery and changed cartridge. Customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer.